Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the medium-large clip applier instrument would not tighten the clips. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-feb-2025: the instrument was inspected prior to use and no damage was found. The issue occurred prior to clip application and not while loading a clip on the clip applier or while the surgeon attempted to clamp. The issue was related to clip opening after closure of the clip. Polymeric clips were used with the clip applier and surgeon used small clip size on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter. The clip applier had been used two times when the incident occurred. A backup instrument was used to resolve the issue. No photographic images or video recording of the procedure is available for review. Isi did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0,98 mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.